Event description:
Hand piece failed to prime. I have the hand piece if you need me to return it.

Manufacturer narrative:
Found fluid leak at needle cap (refer to service record (B)(4); this lot has a 2% complaint rate; DHR review does not indicate a mfg error.